Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during basal delivery. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump alarmed during the prime test due to a cracked end cap. The functional testing could not be performed due to the alarm. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.